Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic spasm") and dyspnoea ("shortness of breath/ difficulty breathing") in a (B)(6) year-old female patient who had essure (batch no. 628053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menometrorrhagia, urinary frequency, stress, uterine bleeding, dysfunctional uterine bleeding, staphylococcal infection, (B)(6), acute appendicitis, (B)(6), pain in heel, panic attack, pyelonephritis, cellulitis, multigravida and parity 3. Concurrent conditions included sore throat, heart rate increased, chest tightness, numbness of upper extremities and dysphagia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 6 years 4 months after insertion of essure, the patient experienced drug hypersensitivity ("allergic reaction to the anesthesia used during her surgery") and complication of device removal ("allergic reaction to the anesthesia used during her surgery"). In (B)(6) 2015, the patient experienced dyspnoea (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), weight increased ("weight gain"), injury ("acute illness"), pyrexia ("fever") and chills ("chills"). The patient was treated with surgery (bilateral salpingectomy during which both of her fallopian tubes were removed) and palliative care (remain in the hospital several extra days on oxygen, for continued observation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the dyspnoea, abdominal pain lower, back pain, dysgeusia, abdominal distension, dyspareunia, alopecia, vaginal discharge, fatigue, headache, weight increased, drug hypersensitivity, complication of device removal, injury, pyrexia and chills outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, chills, complication of device removal, drug hypersensitivity, dysgeusia, dyspareunia, dyspnoea, fatigue, headache, injury, pelvic pain, pyrexia, vaginal discharge and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. On (B)(6) 2009: findings. Normal uterine cavity, four rings protruding from each tubal ostia and normal fallopian tube ostia bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received: product batch number added. Previously reported event "pelvic pain" outcome updated to recovered/ resolved. Reporter, patient demographic information, all other relevant history updated. On (B)(6) 2018: reporter added. Processed with fu 1. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / one of the coils had punctured my uterus"), pelvic pain ("pelvic pain / pelvic spasm") and dyspnoea ("shortness of breath/ difficulty breathing") in a 25-year-old female patient who had essure (batch no. 628053) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menometrorrhagia, urinary frequency, stress, uterine bleeding, dysfunctional uterine bleeding, staphylococcal infection, herpes simplex, acute appendicitis, chlamydial infection, pain in heel, panic attack, pyelonephritis, cellulitis, multigravida, parity 3, obesity, constipation and yeast infection. Previously administered products included for an unreported indication: terconazole and docusate sodium. Concurrent conditions included sore throat, heart racing, chest tightness, numbness of upper extremities and dysphagia. Concomitant products included etonogestrel (implanon) since 2004 for contraception as well as ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced drug hypersensitivity ("allergic reaction to the anesthesia used during her surgery") and complication of device removal ("allergic reation to the anesthesia used during her surgery"). In (B)(6) 2015, the patient experienced dyspnoea (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), pyrexia ("fever"), chills ("chills"), injury ("acute illness"), headache ("headaches"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain/lower back pain"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy during which both of her fallopian tubes were removed), surgery (bilateral salpingectomy during which both of her fallopian tubes were removed) and palliative care (remain in the hospital several extra days on oxygen, for continued observation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, female sexual dysfunction, weight increased, nausea, migraine and dysmenorrhoea was resolving, the pelvic pain, alopecia, headache, abdominal pain lower, back pain, dyspareunia and abdominal pain had resolved and the dyspnoea, drug hypersensitivity, dysgeusia, pyrexia, chills, fatigue, injury, abdominal distension, vaginal discharge and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, chills, complication of device removal, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, headache, injury, migraine, nausea, pelvic pain, pyrexia, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. (B)(6) 2009,: findings. Normal uterine cavity, four rings protruding from each tubal ostia and normal fallopian tube ostia bilaterally. She was given an antibiotic to prevent infection and had a reaction to the antibiotic. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes. Essure confirmation test done : device properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc FDA codes entry. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / one of the coils had punctured my uterus"), pelvic pain ("pelvic pain / pelvic spasm") and dyspnoea ("shortness of breath/ difficulty breathing") in a 25-year-old female patient who had essure (batch no. 628053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menometrorrhagia, urinary frequency, stress, uterine bleeding, dysfunctional uterine bleeding, staphylococcal infection, herpes simplex, acute appendicitis, chlamydial infection, pain in heel, panic attack, pyelonephritis, cellulitis, multigravida, parity 3, obesity, constipation and yeast infection. Previously administered products included for an unreported indication: terconazole and docusate sodium. Concurrent conditions included sore throat, heart racing, chest tightness, numbness of upper extremities and dysphagia. Concomitant products included etonogestrel (implanon) since 2004 for contraception as well as ibuprofen since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2015, the patient experienced drug hypersensitivity ("allergic reaction to the anesthesia used during her surgery") and complication of device removal ("allergic reaction to the anesthesia used during her surgery"). In (B)(6) 2015, the patient experienced dyspnoea (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), pyrexia ("fever"), chills ("chills"), injury ("acute illness"), headache ("headaches"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain/lower back pain"), abdominal distension ("bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy during which both of her fallopian tubes were removed) and palliative care (remain in the hospital several extra days on oxygen, for continued observation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, female sexual dysfunction, weight increased, nausea, migraine and dysmenorrhoea was resolving, the pelvic pain, alopecia, headache, abdominal pain lower, back pain, dyspareunia and abdominal pain had resolved and the dyspnoea, drug hypersensitivity, dysgeusia, pyrexia, chills, fatigue, injury, abdominal distension, vaginal discharge and complication of device removal outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, chills, complication of device removal, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, headache, injury, migraine, nausea, pelvic pain, pyrexia, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. 05mar2009,: findings. Normal uterine cavity, four rings protruding from each tubal ostia and normal fallopian tube ostia bilaterally. She was given an antibiotic to prevent infection and had a reaction to the antibiotic diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: confirming full occlusion of fallopian tubes essure confirmation test done : device properly placed. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. New event: abdominal pain added. Event outcomes for events: hair loss, back pain, weight increased, headaches, dyspareunia updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspnoea ("shortness of breath/ difficulty breathing"), uterine perforation ("perforation (uterus) / one of the coils had punctured my uterus") and pelvic pain ("pelvic pain / pelvic spasm") in a 25-year-old female patient who had essure (batch no. 628053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menometrorrhagia, urinary frequency, stress, uterine bleeding, dysfunctional uterine bleeding, staphylococcal infection, herpes simplex, acute appendicitis, chlamydial infection nos, pain in heel, panic attack, pyelonephritis, cellulitis, multigravida, parity 3 and obesity. Concurrent conditions included sore throat, heart rate increased, chest tightness, numbness of upper extremities and dysphagia. Concomitant products included etonogestrel (implanon) since 2004 for contraception as well as ibuprofen since (B)(6)2009. On (B)(6)2009, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6)2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), vaginal discharge ("vaginal discharge") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2010, the patient experienced weight increased ("weight gain") and alopecia ("hair loss"). On (B)(6)2015, the patient experienced migraine ("migraines / headaches"). On (B)(6)2015, the patient experienced drug hypersensitivity ("allergic reaction to the anesthesia used during her surgery") and complication of device removal ("allergic reation to the anesthesia used during her surgery"). In august 2015, the patient experienced dyspnoea (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), pyrexia ("fever"), chills ("chills"), injury ("acute illness"), headache ("headaches"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain") and abdominal distension ("bloating"). The patient was treated with palliative care (remain in the hospital several extra days on oxygen, for continued observation) and surgery (bilateral salpingectomy during which both of her fallopian tubes were removed). Essure was removed on (B)(6)2015. At the time of the report, the dyspnoea, drug hypersensitivity, weight increased, dysgeusia, alopecia, pyrexia, chills, fatigue, injury, headache, abdominal pain lower, back pain, abdominal distension, dyspareunia, vaginal discharge and complication of device removal outcome was unknown, the uterine perforation, female sexual dysfunction, nausea, migraine and dysmenorrhoea was resolving and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, chills, complication of device removal, drug hypersensitivity, dysgeusia, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, headache, injury, migraine, nausea, pelvic pain, pyrexia, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. (B)(6)2009 ,: findings. Normal uterine cavity, four rings protruding from each tubal ostia and normal fallopian tube ostia bilaterally. She was given an antibiotic to prevent infection and had a reaction to the antibiotic diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on(B)(6)2009 : confirming full occlusion of fallopian tubes essure confirmation test done : device properly placed. Most recent follow-up information incorporated above includes: on (B)(6)2018: plantif fact sheet received. Events apareunia, migraines, nausea, dysmenorrhea, perforation (uterus are added. Lab data updated. Historical drug & condition added. Concomitant drugs & condition added. Product , patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pelvic spasm") and dyspnoea ("shortness of breath/ difficulty breathing") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), dysgeusia ("metallic taste in mouth"), abdominal distension ("bloating"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy during which both of her fallopian tubes were removed) and palliative care (remain in the hospital several extra days on oxygen, for continued observation). Essure was removed on (B)(6) 2015. Following surgery, she awoke with complaints of dyspnoea (seriousness criterion hospitalization prolonged) that forced her to remain in the hospital for several extra days, on oxygen, for continued observation. After further examination, the patient experienced drug hypersensitivity ("allergic reaction to the anesthesia used during her surgery") and complication of device removal ("allergic reaction to the anesthesia used during her surgery"), and developed injury ("acute illness"), pyrexia ("fever") and chills ("chills"). At the time of the report, the pelvic pain, dyspnoea, abdominal pain lower, back pain, dysgeusia, abdominal distension, dyspareunia, alopecia, vaginal discharge, fatigue, headache, weight increased, drug hypersensitivity, complication of device removal, injury, pyrexia and chills outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, chills, complication of device removal, drug hypersensitivity, dysgeusia, dyspareunia, dyspnoea, fatigue, headache, injury, pelvic pain, pyrexia, vaginal discharge and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.